Event description:
It was reported that the patient experienced an episode of pmvt/torsades. Intermittent undersensing was noted, but hv therapy was delivered and broke the arrhythmia. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.